Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had issued fc1003 due to exposure to cold temperatures. A technical services representative discussed that a copy of device memory should be preserved and submitted for analysis to ensure the battery voltage had recovered. To date, there is no record that a disk has been submitted.